Event description:
It was reported that after an afib case, a pericardial effusion was noticed. The caller stated that after the procedure, as part of their workflow routine, they checked ice and noticed an effusion with the patient. The caller stated a pericardial synthesis was performed on the patient. The caller stated the last known status of the patient was stable. The caller stated it was unknown what caused the pericardial effusion. The caller stated a soundstar catheter, octaray catheter and a webster cs catheter were used during the procedure. The caller stated all catheters used during the procedure are available for return. The caller declined to give the patient identifier. The caller stated the height of the patient was 5'6 and the weight was 185 lbs. Fse will be dispatched for carto 3 system adverse event to determine if further follow up services are necessary. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).